Event description:
It was reported that during a stenting treatment procedure, the shaft fractured. The calcified lesion being treated was located in the middle medial interventricular artery (iva). The catheter shaft got damaged (kinked) during crossing of the lesion and then it broke. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).